Event description:
It was reported that the programmer could not interrogate the device. The green lights were on but it would keep getting a no telemetry message. It was also unable to get a magnet response. It was further reported from follow up that another programmer was tried and that worked. The other programmer is no longer being used at the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.